Manufacturer narrative:
Lead insulation damage was confirmed 16.2 cm from the connector pin. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during lead implant procedure, lead insulation damage was observed. Lead was explanted. Patient was stable.

Manufacturer narrative:
Correction: component code